Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is having issues calibrating his pump. He said that he recently installed a new sensor and transmitter but that it would not allow him to choose the option to calibrate his sensor. The customer¿s blood glucose is 444 mg/dl and he said that he is high because he is on steroids. The customer declined troubleshooting for the high blood glucose. He was advised that the sensor cannot calibrate until his blood glucose are stable and under 400 mg/dl. He was assisted with turning on the alert silence. The insulin pump will not be returning for analysis.